Event description:
Patient in with diagnosis of congestive heart failure. At 11:00 p.m. New i.v. Bag hung by r.n. And pump set to deliver 50cc/hr. At 11:43 p.m. Oncoming r.n. Checked i.v. To find rate set at 458cc/hr and pump indicating 176cc of fluid administered to patient. Patient restless, oriented, rales noted on breath sound, respirations 30 and labored. Physician called to be informed, stat meds given i.v., satat respiratory treatments and transferred to coronary care unit for possible intubation at 3:52 a.m. Emergency meds and treatment given between 12:20 a.m. And d3:55 a.m. When finally transferred to critical care areadevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.